Event description:
Patient¿s mom reports that the tubing leaks where needle is. No further information provided. Unknown if md is aware. Unknown if patient missed a dose. No adverse events reported. Unknown if patient has defective device on hand for possible return. No additional information reported. Indication: common variable immunodeficiency, unspecified. Reported to (B)(6) by: patient/caregiver.